Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported may be consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was not returned for evaluation. A review of the lot batch records and testing of a retain sample concluded that the product was formulated and manufactured according to local and global product specifications. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer's mother reported noticing that a few minutes after her daughter closed the provided lens case containing the hydrogen peroxide solution, the solution started to bubble over. This was reported to continue for about an hour. The consumer¿s mother reported that the next morning the edges of her daughter¿s contact lenses appeared damaged. Consumer¿s mother stated that up to this point, her daughter had used approximately half of the solution without issue. However, reporter did go on to indicate that three weeks prior to this incident her daughter had experienced an eye infection and had been prescribed gentamicin. Reporter stated that consumer fully recovered. Additional event details, including medical documentation, were not provided. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.